Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A user facility reported that during a surgery to create a stoma and place a tracheostomy tube, the tube caught fire. It was reported after the tube was placed, the tube was connected to concentrated oxygen. The surgeon used an electro cautery device to cauterize around the trachea opening. In the oxygen enriched environment, contact with electro surgery electrodes caused the pvc tracheostomy tube to ignite. The patient suffered second degree burns at the insertion site.